Manufacturer narrative:
Combination product: yes.

Event description:
Pt had failed max energy shocks and no egms on episode due to timer cut off. Lead was partially capped - using dipole in dx lead to maintain diagnostics. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.